Manufacturer narrative:
D4: 09-feb-2026 h3: one unit was received for evaluation in used condition. Upon inspecting the returned item, no significant abnormalities were identified. Functional testing was performed and the reported issue was confirmed. Based on the findings, it is presumed that the issue was caused by pressure being applied to the syringe barrel during the manufacturing or transportation process. Since leak testing is performed on all items during supplier manufacturing, it is highly likely that the issue occurred after supplier shipment. Review of the device history found no discrepancies or anomalies.

Event description:
It was reported that a leakage occurred when the plunger of syringe was pulled. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.